Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Based on the information received the cause of the event cannot be determined. If additional information is received, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a 25mm aortic valve was explanted after an implant duration of approximately seven months due to unknown reasons. A 23mm valve was implanted in replacement. The patient came off bypass and was extubated and released from hospital without incident.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI # (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.